Event description:
It was reported that the device delivered inappropriate high voltage therapy for atrial fibrillation. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.